Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they are out of breath with exertion and testing revealed "one lead in incorrect position". The patient was not able to remember which lead. Follow-up with the clinic indicated that the patient had not been seen in over two years and no current follow-up physician was listed in the patient's records. The right atrial (ra) lead and right ventricular (rv) lead both remain in use. However, per the patient, the physician was planning on implanting a new system. No patient complications have been reported as a result of this event.